Manufacturer narrative:
(B)(4). Mhra ref: (B)(4). A visual, dimensional, functional and inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 410 samples were taken from the current production, inflated, and left for four hours. Next the cuffs from samples were deflated. Samples were visually inspected, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update required. Customer complaint cannot is not confirmed. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine a root cause and corresponding actions. If the sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that the "device failed during use." Additional clarification states: "the inflatable cuff spontaneously deflated following intubation. A leak test was undertaken on each cuff prior to its use and on each occasion the inflatable cuffs appeared patent." Customer reports this same failure occurred twice on the same patient. (For second event on this patient see MFR.rpt. #3003898360-2018-00075). Necessary medical intervention reported was re-intubation. Customer reports no injury to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10116 et tube, cf, 8.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a hole in the balloon cuff. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled wit h air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated due to the hole in the balloon cuff. No other defects or anomalies were observed. The IFU for this states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." (Con't) other remarks: the IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "failed during use-deflation" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that the "device failed during use." Additional clarification states: "the inflatable cuff spontaneously deflated following intubation. A leak test was undertaken on each cuff prior to its use and on each occasion the inflatable cuffs appeared patent." Customer reports this same failure occurred twice on the same patient. (For second event on this patient see MFR.rpt. #3003898360-2018-00075) necessary medical intervention reported was re-intubation. Customer reports no injury to the patient.